Event description:
It was reported to boston scientific corp in 2008, that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed two days prior. According to the complainant, approx eighteen minutes into the procedure, it appeared the temperature sensors on the prolieve console all read thiry-seven degrees. No pt complications were reported as a result of this event.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device MFR date and expiration date cannot be determined. The device has not been received for eval, therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is received, a supplemental medwatch will be filed.